Manufacturer narrative:
Result: siderail module.

Event description:
It was reported by service report that the right siderail panel and one of the siderail modules was cracked. It was reported that the customer does not know if there was any pt involvement or if there were any adverse consequences related to the alleged issue.